Event description:
It was reported that the patient was playing hockey when the pump touch screen became shattered and unresponsive. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.